Event description:
Boston scientific crm received information that this patient's pacing system was removed due to pocket erosion and the potential for an infection. The physician implanted a new system. It was previously reported that this atrial lead was explanted in 2009 for infection and erosion. At that time, only the pacemaker was explanted and replaced. A lead revision occurred, but remained in service at that time. Boston scientific is updating this record since receiving information that the patient passed away in (B)(6)2017. There were no allegations against this lead since the pocket revision in 2009. It is not known if the lead was explanted post-mortem.